Event description:
This lead was returned without oos documentation from medtronic, inc. Per facility, this lead was removed because it was not sensing r-waves and only sensing some p-waves. This device was only pacing at 6 volts and causing diaphragmatic stimulation. This lead was replaced with a competitor's lead.

Manufacturer narrative:
The full PMA code does not fit in the space provided, therefore it will be added.